Event description:
According to the rptr: during use, the spring on the device broke while inside the cavity, but then the tack was lost inside pt. Extension of or-time or use of x-ray was not reported. The tack was not located.

Manufacturer narrative:
Initial report submitted: february 12, 2008.